Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the 510k. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown. It was reported that a pencil top was found above the black stopper and the syringes look different. Event description per email states: (B)(4). Caller reported that she got syringes that look different, customer reporting that there is a pencil top above the black stopper. Number of occurrences - 1, this is the first time customer is using the ne shipment of supplies. Customer reported they came in a different purple box than normal. Did the caller insert the needle into the cartridge and encounter fill resistance? - no was the syringe/needle reused? - no. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.